Event description:
Patient reported the infusion device stopped working without giving an alert/error message. Patient stated her blood glucose level went up to 16.6 mmol/l (299 mg/dl). Patient's normal blood glucose level is around 8 mmol/l (144 mg/dl). Treatment received was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the insulin pump is damaged due to a hard mechanical impact. The power supply path of the insulin pump was affected, leading to a power interrupt. Due to these severe damages on the electronic components the insulin pump switched off without alarm/error messages. The insulin pump shouldn't be exposed to high mechanical forces. The problem mentioned by the customer is related to a handling issue.